Event description:
A malfunction was reported by the customer concerning the pump. There was no adverse impact to the customer¿s blood glucose level. The customer had already initiated a pump reset before contacting technical support, who provided additional reset information. The issue did not recur after the reset, and the customer was advised to continue using the pump while monitoring for any recurring malfunction codes, with instructions to call back if necessary.